Event description:
It was reported that the patient¿s pacemaker was found in backup mode. No changes or interventions were reported, and the patient¿s condition was unknown.

Manufacturer narrative:
Further information was requested but not received.